Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous troponin (accutni) results above the ami cut off generated by the access 2 immunoassay system for seven (7) patients' samples. The accutni results were not reported out of the lab. Repeat testing on the same instrument resulted within the risk stratification and normal reference ranges. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are lithium heparin plasma with a gel barrier that were centrifuged at 3,000rpm for 9 minutes. The specimens were inspected and found to have a normal appearance with no visible fibrin and the recommended fill volume. The samples were aspirated into 1ml insert cups and manually loaded onto the instrument for analysis. Qc was within the customer's established ranges during this event. System checks performed on (B)(6) 2010 met specifications. However, a system check performed on (B)(6) 2010 initially failed some parameters which were within specifications upon repeat. A field service engineer (fse) was dispatched: the fse replaced the transducer and verified voltages and alignments. The fse cleaned and inspected both wash and precision rotors, stators, seals and valves. The fse performed a diagnostic test and results met specifications. The fse conducted a precision run with good results. Although hardware issues were addressed, no clear root cause could be determined for this event.